Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep test, active current measurement test and displacement test. Thus software was utilized to uploaded trace/history files. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 06/20/2024 at 12:11:10 a no delivery alarm was recorded. Including one additional no delivery alarm was recorded on 06/22/2024 at 00:35:16.000. However, no alarms noted during testing. No battery related alarms recorded in the adapt tool on event date to confirm complaint code. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No unexpected battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was also received with battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected no delivery alarms or battery related anomalies noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, occluded, charge/battery lasts less than expected, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1715kl. Customer reported a short battery life or a low battery alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1715kl.